Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed with several alarms, including failed battery test and critical block error. The patient's blood glucose at the time of incident is unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected replace battery now alarm, failed battery test alarm or power loss alarm noted during testing. No unexpected pump error 15 alarms during testing however, pump error 15 alarm, line number 213 file number 30, is found in the formatted history file due to a software error.